Manufacturer narrative:
Age at time of event: approximately (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 38 synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut looked damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Struts 14-16 from the proximal end were twisted and deformed. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 38 synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut looked damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.